Event description:
It was reported that the low reservoir alarm was going off on the pump. The patient was looking for a physician to fill her pump today ((B)(6) 2014) as the patient did not have a current follow-up doctor. The patient stated that ¿she needs a doctor because she has a baclofen pump that needs to be filled like yesterday.¿ the device system was delivering baclofen. It was later reported that as of (B)(6) 2014, the patient had not found a physician to fill the pump.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).